Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose level of 262 mg/dl. Reportedly, there were air bubbles in the tubing. Customer administered a correction bolus and tandem technical support assisted customer with priming the air bubbles out. Reportedly customer was using an off label insulin.